Event description:
Ventricular tachycardia info did not come across as an alarm on charge nurse pager or the pager of the pt's assigned nurse. Impact paging system was checked and it was correctly preprogrammed. Ventricular tachycardia did alarm on marquette monitor. There was no apparent injury to the pt.